Event description:
Patient had respiratory arrest & was disconnected form pca pump. During the working code blood was noticed in the cassette (containing fentanyl). Upon further investigation the two plastic pieces that attach the cassette to the pump were noted to be broken off apparently causing the patient to receive a bolus of drug.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-93. Service provided by: independent factory trained/authorized service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: cassette. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.